Event description:
It was reported that the insertable cardiac monitor (icm) exhibited episodes of under-sensing. No intervention was performed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.